Manufacturer narrative:
Multiple patients involved. Implant date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing anterior lumbar interbody fusion (alif). Failed lumbar fusion has been identified as the reported complication as per ICD 10 categorization experienced by the following with corresponding intervention: 8 patients had reoperations procedure within 24 months following the index anterior lumbar interbody fusion. This is for depuy synthes anterior tension band plate (atb). This is report 1 of 2 for (B)(4).